Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise without issue. The reported failure to grasp the leaflets could not replicated in a testing environment as it was related to patient/procedural condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult gripper actuation issue and failure to grasp the leaflets could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, grasping the leaflets was difficult. It was then observed that the anterior gripper would not lower. The clip was inverted and retracted up into the left atrium to troubleshoot the gripper. Troubleshooting failed; therefore, the cds was removed with the clip attached. The procedure was completed with a new cds. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.